Event description:
It was reported to philips that the system's geometry movements failed. The system was in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system and confirmed that system's geometry movements failed. After reviewing log file, fse found error unable to communicate with geo pc. Fse confirmed the fault with the geo pc fse replaced the geo pc and reloaded the software. After the replacement of the geo pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.